Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgeon placed two screws on the right side then a patient shift happened. The surgeon checked the accuracy and was fine with it. The surgeon proceeded to place two screws on the left and found them to be inaccurate by about half an inch. The navigation system was brought in to correct the screws. There was no patient harm and the procedure was delayed less than one hour.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: no parts returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.